Event description:
It was reported that the lead was attempted; but the helix would not extend. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the helix is slighlty bent(which could effect rotation of helix).